Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2010 was identified as an infection. The original surgery, on (B)(6) 2010 was 17 days prior to the revision. Due to the short time between surgeries, it is possible that the infection was acquired at the hospital ((B)(4)). It is also possible that the patient was not compliant with post-surgical instructions. No information was submitted with regard to the organism involved in the infection or the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of (B)(4). It is unknown when or to what extent the patient became infected. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect. A review of the device history record (DHR) for the 3d knee insert showed no non-conforming material reports (nmrs) associated with this lot. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25 and 40 kgy and was within its respective expiration date at the time of surgery. A review of the product complaint history showed no other pcrs related to infection for this part number and no other complaints for this lot number. No complaints involving replacement of tibial inserts where infections existed identified a product or manufacturing process defect that led to the infection.

Event description:
Revision surgery - infected knee.